Event description:
Customer reported being hospitalized for high blood glucose troubleshooting was performed and pump is operating as designed and does not need to be replaced. Instruct customer to change infusion set.